Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that during the case, the surgeon was passing the tight rope through the joint and the suture would not tighten. Surgeon left the button in the patient and used a composite screw over the button sutures to complete the case. Case acl reconstruction. Follow-up investigation: after passing the tightrope through the joint, the sutures would not slide to tighten down. The button is seated on the femur and still attached to the sutures, however it is not contributing to the repair. The blue sutures were pulled down and a bio-composite screw was inserted overtop of the sutures. The case was successfully completed.